Manufacturer narrative:
G4: 06oct2020, b4: 22oct2020 . The customer reported during testing that the cooling fan makes a weird noise, and the power cord failed. The customer confirmed the failure. The customer replaced the cooling fan and the power cord to resolve the issues. The unit was tested, and it returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12aug2020.

Event description:
The customer reported that cooling fan makes weird nose and power cord failed. The unit was not in use, and there was no patient or user harm.